Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the keypad on the customer's insulin pump became unresponsive; the customer was unable to exit the fill menu. The patient's blood glucose at the time of incident was 11.7 mmol/l. The caller stated that they will call back for assistance. No products were shipped or returned as of yet.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, unexpected restart and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report. The pump was received with a cracked reservoir tube lip noted.